Event description:
It was reported that during a laparoscopic lobectomy procedure, clips were jammed in the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on?---at the 1st firing, the device was fired without tissue outside the patient. Then, it was used on the chest lining. The jaws did not open after the 2nd firing, so opened by pulling the trigger from the handle. After that, when the device was fired out of the patient, the firing force was much higher than expected and a rasping noise was heard. What vessel or structure was the device fired on at the time of the event? ---chest lining. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? ---yes. If so, when? ---firing. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tip of the advancer broken. Upon testing, the clips did not fully advance into the jaw causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; pear shaped clips were released. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. No abnormal noise was noted during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.